Event description:
The user received erroneous results for five patient samples. Of the data provided, the results for three samples were discrepant. All repeat testing was performed on (B) (6) 2010. Sample 1 initial sodium result was 134 mmol/l, repeated results were 129, 114, 135, 135, 135, 134 and 128 mmol/l. Sample 2 initial calcium result was 10.14 mg/dl, repeat results were 9.25, 9.26, 9.20, 9.35 and 9.27 mg/dl. Initial glucose result was 298 mg/dl, repeat results were 132, 132, 133, 131, 132, 132, 132, 133, 133 and 132 mg/dl. Sample 3 initial calcium result was 10.12 mg/dl, repeat results were 9.22, 9.27, 9.22, 9.28, 9.30 mg/dl. Initial glucose result was 196 mg/dl, repeat results were 88, 87, 87, 87, 88, 88, 88, 87, 87 and 87 mg/dl. The erroneous results were reported. The user did not know if any patients were treated and had no access to information regarding patient current condition. The lot number of the sodium electrode was not provided. The reagent lot numbers were calcium 61691701 and glucose 61774601. The field service representative determined there was a problem with dosage b pipette. He performed a check test, replaced the dosage pipette b and switched the dosage valves. To verify the analyzer operation, he ran a 10 point precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.